Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing numerous ipg resets. The database analysis indicated that the device was functioning properly. The history counters confirmed numerous resets have occurred. The patient elected to undergo an ipg explant procedure and was doing well post-operatively.

Manufacturer narrative:
The ipg passed all required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing numerous ipg resets. The database analysis indicated that the device was functioning properly. The history counters confirmed numerous resets have occurred. The patient elected to undergo an ipg explant procedure and was doing well post-operatively.